Manufacturer narrative:
Additional information added to b5. H6 updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance issue. Another rv lead was successfully placed. No additional adverse patient effects were reported. Additional information was received from the field. This rv lead was explanted due to increasing thresholds and impedances towards the upper limit.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown product performance issue. Another rv lead was successfully placed. No additional adverse patient effects were reported.